Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of the episodes noted t-wave oversensing, noise, and changes in amplitude morphology measurements. The shock impedance measurements were observed to be high, but no values were reported to be out of range. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported.